Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that one of the sensor needles broke, and the second sensor had a bent needle. She did not recall the blood glucose reading. The sensors were replaced but not returned for analysis.